Event description:
Pt had a left total hip arthroplasty (harris-galante porous coated) on 6/3/88. Pt presented to the physician with progressive pain and increasing difficulty on ambulation left hip. Pt also has decreased range of motion left hip. On 10/13/98 pt underwent a revision of left total hip-acetabular component. At the time of surgery it was noted that the femoral component was well fixed as was the acetabular hgp acetabular porous component. The significant pathology was marked erosive changes and subluxation of the polyethylene liner. In summary, the appropriate polyethylene liner was changed with excellent fixation to the underlying acetabular shell. The 32mm head was converted to a 28mm head with respect to the femoral component which was well fixed.